Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: investigators were unable to confirm or duplicate the original complaint. Investigation revealed an undamaged keypad. During testing, all keypad buttons were fully responsive to user presses. Upon removal of the keypad cover, no contamination was found under the key contacts. Unrelated to the original complaint, the bolus button was noted to be intermittently responsive. No physical damage was observed to the bolus button. Upon removal of the cover, the slug was noted to be inverted. In addition, the battery compartment was cracked in two places.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that all the keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.